Event description:
New information indicated that programming changes were made to address the wide qrs over-sensing. The patient was stable.

Event description:
It was reported that the device exhibited wide qrs over-sensing. No intervention made at this time. There were no adverse health consequences, the patient was stable.